Event description:
It was reported that this previously capped right atrial (ra) lead was part of a system revision due to bacteremia. There were no additional adverse patient effects reported. This previously capped ra lead was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).